Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated a "low battery" warning on (B)(6) 2011 and multiple "replace battery" alarms on (B)(6) 2011. The pump's electrical draws were found to be within specifications. Evaluation revealed that the battery compartment is cracked. The pump was exercised for 29 hours with no delivery issues occurring. A "low battery" warning was reproduced during testing, and the pump emitted the appropriate audiovisual alerts. Unrelated to the complaint, investigation revealed that the contrast keypad button is intermittently responsive. This malfunction is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of keypad adhesive found under all button contacts.

Event description:
It was reported that the pump gave a "replace battery" alarm despite replacing the battery. The patient reported that he discontinued using the pump for four hours due to the pump alarm issue. Upon arriving at home, the patient's blood glucose level was 600 mg/dl. The patient corrected his blood glucose level with insulin via a syringe injection. He did not seek any medical attention. The issue was not resolved with troubleshooting. The pump was replaced. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the pump alarm issue, therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.